Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 at 7am with blood glucose of 255 mg/dl. The blood glucose was 600 mg/dl at the time the incident. Current blood glucose was 328 mg/dl. Customer did not want to troubleshoot she just wanted to lay down. Customer reports the following symptoms related to their high blood glucose are shortness of breath. Customer reports they feel okay to troubleshoot. Customer reports they have a back-up plan available. The high blood glucose was treated with syringes. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer was so dizzy and crawling on the floor. Customer wearing the pump at time of hospitalization. Customer stated that, the customer was taken to the emergency room and within an hour she was taken to intensive care unit for 5 days. The pump stopped working and was disconnected. Customer did not want to troubleshoot for high blood glucose and just want her pump get back. The insulin pump will not be returned for analysis.